Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm and a cartridge change error occurred during the load sequence. Additionally, it was reported a minimum fill notification occurred. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.